Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per the instructions for use and that it was placed inside the operating theater during use with the fan directed opposite to the patient and at an estimated distance of two (2) meters from the surgery field. Moreover, the h2o2 is checked every day and when the device is not used, it is stored drained. No reusable patient heating blankets are used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. A disposable pall-aquasafe water filter with an 0.2m membrane used for tap water or equivalent performance filter is used. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera during pre and post-disinfection tests. The unit has been put out of service. There was no patient injury.